Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd a-line¿ the samples are clotting very easily, even following the directions of the IFU. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: we are receiving reports from the nursing team about the syringes used for gasometry that the samples are clotting very easily, even following the directions of the IFU. Customer would like to know if there was any problem with this batch specifically since it was after the use of it that the reports started.